Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels in the 231 mg/dl to 515 mg/dl range. Reportedly, customer believed there may have been a blockage at the infusion set sites, however no infusion set issues were observed. Cause of bg level was unknown. The customer went to the emergency room to treat bg. Be was treated with intravenous fluids and manual injections of insulin. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.